Manufacturer narrative:
The technician found the side rail has a broken weld. The technician replaced the side rail guard frame assembly to resolve the issue.

Event description:
The account alleged the side rail latches but will spin when pushed from head of the bed towards the foot end. No patient impact.